Manufacturer narrative:
No malfunction found. End user reported that while getting ready to transfer from the bed to the power wheelchair, the end user leaned over from the bed to turn on the power wheelchair in order to bring it closer when the end user lost balance, held on to the joystick and drove the power wheelchair into the end user and fell. The client was attempting to transfer into the power wheelchair with the power turned on and fell. Hoveround's owner's manual warns "to avoid serious injury or death: always ensure that the power is off before getting into and out of the seat."

Event description:
While transferring to the power wheelchair, the end user leaned over to move the power wheelchair closer, lost balance and drove the power wheelchair into the end user and fell.